Manufacturer narrative:
The abbott field service engineer (fse) visit to the account found that the barcode labels of the sample tubes were not sticking to the tubes. The fse confirmed that environmental conditions, such as temperature and humidity, were not a contributing factor in the barcode label not sticking to the tubes. The partly attached labels were preventing the autoloader mixer from mixing the sample before aspiration. Unmixed samples lack the homogeneous mixture of the different cell populations. A high concentration of red blood cells will generate high hemoglobin (hgb) results, as well. The loose labels preventing full mixing could not be eliminated as a contributing factor to the complaint incident. The customer acknowledged that the low quality label may have been a contributing factor to the high hgb results and replaced the tube labels. The issue was resolved by the replacement of the labels. The cell-dyn 3700 addresses barcode specifications and troubleshooting for imprecise or inaccurate hemoglobin data and provides corrective actions. Based on this evaluation, which included a review of product historical data and product labeling, the event was determined to be due to use error due. Although the barcode labels met specifications; they were not applied securely to the tubes, which caused inadequate mixing, which led to incorrect results. The cell-dyn 3700 system is performing acceptably.

Event description:
The account generated an elevated cell-dyn 3700 hemoglobin of 18 g/dl on a patient sample that repeated 18 g/dl on another cell-dyn 3700 analyzer. The physician found the results high for a female and the patient had a phlebotomy treatment. After the phlebotomy treatment the patient fainted and tested hemoglobin of 8 g/dl. The patient is fine now.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.